Event description:
Caller reported that the cartridge was not fitting properly on the pump due to an o-ring issue on the pneumatic tap. There was no reported impact to the customer's blood glucose level. Customer followed instructions to clean the pneumatic tap area and successfully loaded a new cartridge with guidance, allowing them to resume insulin use.